Manufacturer narrative:
Date of event: date is approximate. The main component of the system and other applicable components are: product ID: 3889-33, lot#: va1wq3l, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 04-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their implant worked beautifully, then they had their first battery replacement in january and on that one they changed to program on it and it was too strong. Even going back to the old program, the wiring was wrong. The patient ended up having a new lead implanted on monday because of this. They were able to turn therapy on while on the call. They mentioned that they didn't feel stimulation, but understood they needed to increase amplitude in order to feel it. No further complications were reported or anticipated.